Event description:
Hill-rom received a report from the account stating the left head siderail would not latch or lock in the up position. The bed was located in the basement storage of the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the left head siderail was missing some of the latch parts. See scanned page. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the left head siderail latch pin, clevis pin and spring latch to resolve the issue. Based on this information, no further action is required.